Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced hyperglycemia with a peak blood glucose of approximately 300 mg/dl for about 2¿3 hours after being disconnected from the ilet; the user later reconnected and received correction insulin, returning glucose to range, and no alerts were reported during the event. Symptoms included none. Outcomes included no outside assistance and no medical intervention. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed that the event followed user disconnection from the system, with glucose correction after reconnection, and no device malfunction was identified. It was concluded that the hyperglycemic event was associated with disconnection, and the cause remained unclear given limited recall and absence of device alerts. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.